Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise which was reportedly not electromagnetic interference (emi). The noise was oversensed and marked as an atrial tachycardia/atrial fibrillation alert in latitude and caused inappropriate atrial tachy response (atr) mode switches. Then impedance measurements of greater than 3,000 ohms were noted. The presenting electrogram (egm) showed minute ventilation (mv) chop. Troubleshooting and programming options were discussed. There was a slight decrease in bi-ventricular pacing. No patient symptoms were noted. The device remains in service.

Manufacturer narrative:
The patient's ra lead was returned for analysis. A fracture was confirmed approximately 24 centimeters (cm) from the is-1 terminal end.

Event description:
Additional information was received which indicated that this patient's ra lead was noted to be fractured. An x-ray was taken, but was inconclusive at that time. Additionally, loss of capture was observed. A surgical revision was performed and the patient's ra lead was explanted and replaced and returned for analysis. The device remains in service with the new lead. No additional adverse patient effects were reported.